Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that there daughter experienced high blood glucose of 540 mg/dl. Customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did self test and insulin pump did not detect any error. Customer stated that the insulin pump passed displacement test. The insulin pump will not be returned be for the analysis.